Event description:
The customer reported the fluoroscopic image was black effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included investigation of system power supplies and connections. The system was tested and found to be working as intended and put back into service.